Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 5 years and 3 months post transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, the patient underwent a successful thv-in-thv with a 26mm s3 ultra valve due to central regurgitation. The patient's symptoms include shortness of breath and weakness. The patient's relevant comorbidities include congestive heart failure, copd, diabetes mellitus, and hypertension.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for central regurgitation was confirmed based on the information available to date. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. As reported, 'approximately 5 years and 3 months post transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, the patient underwent a successful thv-in-thv with a 26mm s3 ultra valve due to central regurgitation.' Per provided information, the patient had vast comorbidities (e.g. Htn, diabetes (dm ii)), which are well-known factors that may increase the risk of valve degeneration, leading to central regurgitation. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.